Event description:
It was reported that the ilet bionic pancreas displayed an alert indicating dosing would stop soon due to dexcom g7 continuous glucose monitor (cgm) signal loss to the ilet, and the caregiver contacted support while preparing to troubleshoot when the cgm signal to the ilet was restored, after which no further assistance was needed. No clinical signs, symptoms, or conditions were reported. Outcomes included no change in clinical status and no hospitalization. User support included customer support troubleshooting and user education regarding cgm connection and device setup. Investigation of this case revealed intermittent cgm communication loss to the ilet with subsequent restoration of signal, consistent with a transient connectivity issue without device damage or malfunction observed during the call. It was concluded, based on previously established findings for similar reports, that the cause was likely user setup and transient communication factors.